Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was able to power on, run a loaded set and power off with no discrepancies. The device was sent for ultrasonic upstream occlusion testing ,ultrasonic upstream air testing and downstream occlusion testing and it passed. The device was also sent for flow rate accuracy testing per swi 105-005 at the rate of 40ml/hr at a vtbi of 40 and it passed with the result of 40.018, with an error percentage of (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump set to infuse 125 ml of med did not start infusing when started and blood came up the tubing during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.